Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the backlight button is not responding consistently to user input. In addition, the reporter claimed the animas pump suspended without any button press while the pump was in the patient's pocket. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no hypersensitivity or scrolling observed with keypad button presses. There was no physical damage to the keypad. The pump was found to have a 12 hour auto off set. A review of the pump history indicated that on (B)(6) 2012 a bolus was executed at 5:39 am, and that the basal rate was suspended for 15 minutes at 12:24 pm. During investigation the auto off was set to 1 hour, and the pump functioned appropriately according to this setting. A review of the pump histories indicated that the bolus history matches the black box and download history. During investigation a bolus was programmed and appropriately recorded in the pump history. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.